Manufacturer narrative:
The device log files were provided for evaluation. The review of the device log confirmed the reported problem. The device was in constant operation while experiencing overheating conditions, without any user intervention. Consequently, the blower sustained damage and subsequently activated tf316 - blower failure during the next startup. The customer was recommended to replace the blower.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Customer stated that the device exhibited technical failure alarm 316. There was no patient involvement reported.